Event description:
In 2009, the patient reported that the previous night he noticed the down button of his infusion device was not responding. He was attempting to bolus for elevated blood glucose of 200 mg/dl. His normal blood glucose range is 150-170 mg/dl. He attributes elevated blood glucose to going out to dinner and "getting carried away with pasta", and having difficulty bolusing. He stated that he would inject insulin to lower his blood glucose. Upon follow up the following month, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.